Event description:
It was reported that a revision surgery was performed to replace creo rods that were found broken post operatively.

Manufacturer narrative:
The device was not available for evaluation. Our investigation of the returned images indicated that one of the rods was fractured in two pieces and the second rod was fractured at multiple locations. The original surgery completed in (B)(6) 2023 was a fusion from l3 to l5. X-ray imaging was taken after the patient complained of back pain. The surgeon reviewed the x-ray images on (B)(6) 2024 and reported observations of possible non-union and multiple fractures in both rods. The revision surgery was conducted on (B)(6) 2024 to replace the fractured rods which was completed without complications. X-ray images of the construct and optical images of the explanted rod fragments provided by the representative show damage to the construct that could be consistent with non-union. Because the parts were unavailable for evaluation and surgical conditions cannot be replicated, the exact cause of the rod fracture cannot be determined. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.